Event description:
Caller (customer's son) reported that on (B)(6) 2013 at approximately 5:30 p.m., the customer tested on his adc blood glucose meter and received a reading of 130 mg/dl. Caller additionally reported that 30 minutes after the customer tested, the customer was "sweating profusely and incoherent". Customer was rushed to the emergency room and upon arrival it was determined his "blood sugar had dropped". The caller did not know the reading received at the hospital but reported it was "low". Customer was reportedly "hooked up with insulin". No further information was provided by the caller as he declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The test strips were returned and investigated with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: it should be noted the reported treatment of "insulin" is not consistent with the reported drop in blood glucose, nor is it consistent with the reported symptoms of profuse sweating and incoherence. All pertinent information available to abbott diabetes care has been submitted.